Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain, failed back surgery syndrome, and myofacial pain syndrome reported via the manufacturer's representative (rep) the low back system was "doa" &#63489;and the system for the upper back was giving them more stimulation in the chest, and less in the back. An impedance check was performed on the low back system with results greater than 10,000 on the 0-7 lead and electrodes 10, 11, and 12 of the lower lead. An impedance check was performed on the upper back system with all results within normal limits. There were no falls reported. The consumer was supposed to have an x-ray but the rep. Wasn't present for this. It was later reported the consumer was going to undergo a revision of the lumbar system due to lead migration. Refer to manufacturing report #3004209178-2016-13540.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 37714 lot# serial# (B)(4) implanted: 2013-(B)(6) explanted: 2016-(B)(6) product type implantable neurostimulator product ID 3778-60 lot# serial# (B)(4) implanted: 2013-(B)(6) explanted: 2016-(B)(6) product type lead product ID 3778-60 lot# serial# (B)(4) implanted: 2013-(B)(6) explanted: 2016-(B)(6) product type lead product ID 3777-45 lot# serial# (B)(4) implanted: 2013-(B)(6) explanted: 2016-(B)(6) product type lead product ID 3777-45 lot# serial# (B)(4) implanted: 2013-(B)(6) explanted: 2016-(B)(6) product type lead: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Device code c53269 applies to just the ins ((B)(4)). Device code c62917 applies to the ins and both leads. Patient code c50787 and device codes apply to both leads. All fdr, fdm, and fdc apply to all products. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reiterating that one of the patient's ins's had "slipped" and with the other "a couple of the leads or parts of the lead weren't getting enough connectivity." Per the patient they weren't getting enough stimulation and they kept having to come in for reprogramming. After their impedance check the patient had a revision due to the "slipping". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.